Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the product listed in this complaint, root cause cannot be determined. However, as per (B)(4) -based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. When a hex drive tip is attached and spun in a counter-clockwise direction, the component that holds the driver tip unthreads from the pink handle body. The complaint is therefore confirmed. Product most likely failed due to the instrument being subjected to a reverse torque greater than the masterbond was able to withstand. DHR could not be located and therefore cannot be reviewed. Review of complaint history identified a trend. However, this issue has been investigated previously and it was determined that no further actions are required. Previous pces have identified that the issue is that the masterbond adhesive used to connect the driver to the handle can only handle a certain amount of torque. If the surgeon over torques, the masterbond will break causing the driver to freely rotate in the handle, thereby not engaging. It is also recommended that the surgeon not attempt to unscrew (turn in a counter clockwise direction) with the torque limiting driver. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent a partial knee arthroplasty on an unknown date with competitor products. Subsequently, the patient was revised to a total knee due to unknown reasons on (B)(6) 2016. During the revision, the pink handle of the torque limiting driver would not engage with the driver. The consultant detached the handle from the driver and once, the handle was separated, the surgeon continued using the driver. The driver had been used many times previously.